Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a coronary artery bypass procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many sutures broke during suturing on this one patient during this single surgical procedure or pre op? 4 sutures broke when taken out of packaging; 4 sutures broke during suturing. Did all 8 sutures broke during suturing or pre op? See above. What tissue was being approximated or sutured when it broke? Veins. How many impacted devices were used on patients? Please create a file for each incident/each patient. Customer reported a second incident 1-2 days before (logged as (B)(4)) procedure date? Events reported via: 2210968-2021-11656, 2210968-2021-11657, and 2210968-2021-11659.